Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on the (B)(6) with the blood glucose level up to 400+ mg/dl. The customer¿s blood glucose levels were 550 mg/dl and 140 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin drip. The customer did not mention any symptom related to high blood glucose level. The insulin pump will not be returned for analysis.